Event description:
It was reported that during a laparoscopic nephrectomy, the white vascular load flew out of the device. Staple line was reviewed and staples were normally formed. Another device was used to complete the case. There was no consequence to the patient.

Manufacturer narrative:
Date sent: 07/23/2008. Information anticipated, but unavailable at this time.